Manufacturer narrative:
The customer confirmed to the remote service engineer (rse) the high blower temperature and blower stalled error codes (1122 and 1134, respectively) were confirmed in the device diagnostic report (drpt). The customer was advised by the rse that the recommended replacement part for the error codes is the blower assembly and provided the part information. In a good faith effort (gfe) response from the customer received on 03dec2024, it was stated by the customer that the replacement lower assembly had been received by them that morning. In a gfe response from the customer received on 10dec2024, it was confirmed that the blower assembly was replaced, and the issue was resolved. The device has been returned to full functionality and returned to use. The customer stated that the blower assembly would not be returned to philips for evaluation. In the gfe response received on 10dec2024, the customer also clarified that the device issue was found during the setup of the device. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported.

Event description:
Philips received a complaint on the v60 ventilator indicating that, during setup, the device alarmed for high blower temperature and a blower stall. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer confirmed to the remote service engineer (rse) the high blower temperature and blower stalled error codes (1122 and 1134, respectively) were confirmed in the device diagnostic report (drpt). The customer was advised by the rse that the recommended replacement part for the error codes is the blower assembly and provided the part information. In a good faith effort (gfe) response from the customer received on 03dec2024, it was stated by the customer that the replacement lower assembly had been received by them that morning. The investigation is ongoing.